Event description:
Increased threshold was observed in (B)(6) of 2019 during hospital check. On (B)(6) 2019, the pacemaker system was explanted and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead and the pacemaker were returned and thoroughly analysed. The inspection of the pacemaker proved the device to be fully functional. The analysis did not show any deviations from the technical specifications. The analysis of the lead showed tissue residuals on the suture sleeve and abrasion marks along the lead body. However, the insulation was intact in these regions. No peculiarities were found that may have contributed to the reported clinical observation. The manufacturing process for the lead and the device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.